Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: review of the black box data revealed one unexplained record of power interruption. On examination, the battery compartment was noted to be cracked along the side of the pump. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap in place, the pump powered on normally without alarm. The pump was exercised for 24 hours without power loss or interruption. The pump was opened for further investigation and did not show any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; battery compartment crack and battery cap not able to secure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.